Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 due to an unknown reason. It is unknown if the patient was re-implanted with a new device.